Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside the surgery the handpiece was not running consistently. The device skipped. The "thrill" sound was inconsistent, and the operator could feel the skipping. There was no patient involvement. Due diligence is complete.